Event description:
It was reported that powerload did not support the cot during loading/unloading, causing the cot to drop. It was reported an emt injured their finger, but the severity of the injury and whether or not medical intervention was required is not known.